Event description:
Pt had valve replaced. Two months later infection noted and valve replaced. During procedure to replace, pt complications and could not re-start heart. Pt expired during procedure on 08/18/1999.